Event description:
It was reported by hospital staff that the epg (external pulse generator) was pacing intermittently. The (B)(4) department could not duplicate the issue. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the side bail covers and battery drawer were broken. The ring cover and heart block were contaminated and the keyboard was scratched.